Event description:
Customer reported a negative bilirubin result on the instrument whereas it was positive visually. There was no report of injury for this event.

Manufacturer narrative:
Customer indicated that test was performed on an animal, which is not an intended use of this product. The cause for the discordant bilirubin result is unknown.